Event description:
It was reported that a pump failed the flow rate accuracy test during pm testing. The pump delivered 35 ml/40 ml. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The reported sympto "failed the flow rate accuracy test during pm testing" was confirmed. The unit failed flow rate test per the preventive maintenance procedure and was found not to deliver within spec. The device was programmed to deliver 50 ml at a rate of 200 ml/hr, however only 45.215 ml was delivered (-9.570%). The eval found both upper and lower finger and valve travel out of spec. The fingers and valves were reworked to be within spec.